Event description:
On 05/05/2009, new information was received from service site, indicating that during repair of the unit, no audio from the device was observed.

Manufacturer narrative:
The service revealed that the no audio was isolated to the main pcb.